Event description:
Reporter indicated that patient's device `acts like it does not want to work.' It was reported that use of the magnet during a recent seizure did not stop the seizure as it always had in the past. It was also reported that the patient has not felt device stimulation for the past month. Investigation to date has been unable to determine whether the device is functioning properly as that pt has not made an appointment for follow-up with current treating neurologist.